Manufacturer narrative:
H3, h6: the navio handpiece, part number 101209, s/n (B)(6), intended for use in treatment was not returned for evaluation thus, a visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may have been associated with a mechanical component failure. Based on the investigation, no further containment or corrective action is recommended or required at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during bone removal in a navio-assisted pfa surgery, the anspach emax 2 plus hand piece - rohs felt hot. No significant delays (fewer than 30 minutes) were reported and the procedure was finished with smith and nephew back up devices for both. No patient was harmed.